Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire was returned for evaluation. Gross visual, microscopic visual and dimensional evaluation were performed. The investigation is unconfirmed for the reported material twist issue as no twisting was observed on the returned guidewire. However, the investigation is inconclusive for the reported guidewire advancement issue as the exact circumstances at the time of the reported event are unknown and cannot be verified from the returned physical sample. During visual evaluation, part of the guidewire was noted be unraveling and several bends were noted throughout. Further, under microscopic observation, the guidewire was noted to be uncoiled proximal to the j-tip and the flat core wire was noted to have a complete break on the distal end. Therefore, the investigation is confirmed for the identified stretched, fracture and deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 04/2026).

Event description:
It was reported that during a port placement procedure, guidewire allegedly twisted. It was further reported that device allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.